Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 11 march 2020: lot 1904336: (B)(4) items manufactured and released on 10-oct-2019. Expiration date: 2024-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events. Additional implant involved: liner: versafitcup dm 01.26.2858mhc double mobility hc liner ø 58/28 (k092265) lot. 1904373. Batch review performed by medacta regulatory affairs department on 11 march 2020: lot 1904373: (B)(4) items manufactured and released on 20-jul-2019. Expiration date: 2024-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Additional implant involved: ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot. 1903848. Batch review performed by medacta regulatory affairs department on 11 march 2020: lot 1903848: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2024-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with two similar reported events. Additional implant involved: stem: sms solid 01.36.050 sms solid stem std size 10 (k181693) lot. 1905373. Batch review performed by medacta regulatory affairs department on 11 march 2020: lot 1905373: (B)(4) items manufactured and released on 30-oct-2019. Expiration date: 2024-10-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events.

Event description:
The patient came in 2 months after the primary due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the cup, head, liner, and stem. The surgery was completed successfully.